Event description:
It was reported that, after primary tka surgery had been performed on unknown date, the patient experienced knee pain. This adverse event was solved by revision tka surgery on (B)(6) 2024, in which one (1) journ art ins bcs std 7-8 rt11 was explanted since the surgeon was in the joint space already. The poly in question was not damaged, nor had any issues per the surgeon. There were no issues with the s+n implants, infection or loosening, but the implant had been in, over 15 years. Patient left surgery in good health. No further complications were reported.

Manufacturer narrative:
B5: describe event or problem, h7: if remedial action initiated, check type, h9: if action reported to FDA under 21 usc360i(f), list correction/removal reporting number. H3,h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness, and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after primary tka surgery had been performed on unknown date, the patient experienced knee pain. This adverse event was solved by revision tka surgery on (B)(6) 2024, in which one (1) journ art ins bcs std 7-8 rt11 was explanted since the surgeon was in the joint space already. The poly in question was not damaged, nor had any issues per the surgeon. Patient left surgery in good health. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.